Manufacturer narrative:
Date sent: 06/03/2009. Eval summary: the analysis results found that the device was returned with the tissue pad damaged. Based on the condition of the tissue pad, it appears possible that the clamp of the device may have been closed and the instrument activated without tissue present. A possible cause for this damage is activation of the instrument without tissue present. Care should be taken not to apply pressure between the instrument blade and tissue pad without having tissue between them. Both conditions may cause a system failure signaled by a continuous beep when either of the foot pedals is depressed. Keep the clamp arm open when backcutting or while the blade is active without tissue between the blade and tissue pad to avoid damage to the tissue pad.

Event description:
It was reported that during a procedure lap sleeve gastrotomy, the devices white tissue pad is starting to come off. No piece fell in the pt. Another device was used to complete the procedure. There was no adverse consequence to the pt.